Event description:
This patient initially presented with an acute myocardial infarction. Percutaneous coronary intervention (pci) was performed with a 2.25x18mm cypher select stent and a 2.25 x 33mm cypher select stents were implanted in the left anterior descending artery. Details of this procedure are not known. The patient was taking plavix up to one year after the procedure and five days after stopping the plavix, stent thrombosis was found. Details regarding this event have been requested but are not available.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. A male patient with an unknown medical history experienced a thrombotic event twelve months post cypher stent implantations. Initially, the patient appears to have been admitted with an ami and underwent an angiogram that revealed a lesion in his lad. This patient's presentation puts him at increased risk for mace. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of two cypher stents; a 2.25 x 18mm and a 2.25 x 33mm; at unknown maximum inflation pressures. The patient was discharged on plavix. The post procedural administration of asa was not reported. Twelve months after the index procedure, the patient's plavix was discontinued. It is not known if this was a planned event or if it was a result of an adverse event. Five days later, a repeat angiogram revealed thrombus within one or both of the previously implanted cypher stents. Attempts to obtain further information regarding this event have been unsuccessful. The products remain implanted in the patient and are thus not available for evaluation. DHR reviews could not be performed since the lot numbers were not provided. Thrombosis is a known potential adverse event following stent implantation. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the device and the event. However, there are patient and possible pharmacological factors that may have contributed to it. This is one of two products associated with the event that were reported under the following manufacturing numbers 9616099-2007-01063 and 9616099-2007-01064.